Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. There was no image when angulated to the down position due to a damaged charge-coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device may have been inserted/withdrawn from a trocar while angulated or stress may have been applied to bending section during user handling. The operation manual warns about the stress on the tip of the scope as follows: "do not strike, hit, or drop the endoscope's distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope's distal end, rigid the endoscope may be damaged and could cause patient injury, burns, bleeding, and / or perforations. It could also cause parts of the endoscope. To fall off inside the patient." The operation manual also describes the pre-use inspection of the scope as follows: "3.8 inspection of the endoscopic system - inspection of the endoscopic image: (6) turn the angulation control levers slowly in each direction until it stops. (7) confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the image disappears during angulation but returns for the ltf-s190-5 endoeye flex deflectable videoscope. This issue was found during preparation for use. There was no report of health consequence to a patient.